Event description:
It was reported that the stent could not be reconstrained and was damaged. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superior vena cava (svc). A 22 x 45mm x 75cm wallstent-uni endoprosthesis stent was advanced for treatment. During deployment, the physician tried to recapture the 20% deployed stent but could not be reconstrained. The physician decided to deploy the stent but got compressed in the svc. The physician managed to deploy the stent and then used a balloon and a non-boston scientific stent to complete the procedure. No patient complications were reported.